Manufacturer narrative:
Product event summary: (B)(4) product ID# 6949-65; the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo, the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 non defib lead, (B)(6) 2007; d154awg defibrillator, (B)(6) 2007; (B)(4).

Event description:
It was reported that there was high/unstable thresholds on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was high/unstable thresholds on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.